Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-27 h.6. Investigation summary ten samples and six photos were provided to our quality team for investigation. The product was visually inspected, small particles were observed both inside and outside of the syringes as well as on the stopper. Further inspection identified the particle was a polypropylene particle. A device history review was performed for reported lot 1907298, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to push particles out of the manufacturing area. The assembly station uses a de-ionizer to remove polypropylene particles from inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, polypropylene particles can generate during the movement of pieces within the manufacturing equipment. Manufacturing personnel have been notified of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 10 syringes 20ml e/t experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringes 20ml e/t experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter.